Manufacturer narrative:
Concomitant medical products: product ID: 8578, lot# n084294, implanted: (B)(6) 2008, product type: accessory. Product ID: 8709, lot# j0058192r, implanted: (B)(6) 2001, product type: catheter. (B)(4).

Event description:
It was reported that about 3-4 years ago ¿something happened to the pump and never showed a malfunction¿. The patient stopped getting medication and went through withdrawals for 2-3 weeks. The hcp (healthcare provider) refilled the pump, gave the patient a bolus dose, and sent the patient home. They were told that they would ¿see something in a couple of hours and make sure things were working¿. The patient was taken back to the clinic. The next day, the patient could not get out of bed and could not keep her eyes open and they found that the patient in overdose. The hcp ¿took the pump down and shut it off and went minor dose¿. They never figured out what happened. They had not had any problems with the pump since. The patient was tentatively scheduled for a routine pump replacement in the summer of 2014. The pump was delivering baclofen. The patient was on a low dose and had refills every 6 months. The patient was getting two boluses per day. Additional information has been requested, but it was not available as of the date of this report.